Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found several compressor faults recorded in the ventilators memory logs. The se replaced the power distribution and power controller printed circuit boards (pcbs). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the compressor on a 980 ventilator went into an inoperable state. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
A compressor power distribution printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were found in the diagnostic logs and functionality testing was performed. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.